Manufacturer narrative:
H2: additional information was received in b5 has been updated. H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. D10/d3: logs have been received but have not been evaluated at the time of filing this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that before a case, during set-up, the software became unresponsive while switching from the instrument screen to the plan screen. A reboot of the system resolved the issue. It was reported that the site was in instruments in the software and were looking for the ¿planning¿ button which was not there. Only a ¿done¿ button showed.no patient was present at the time of the event.

Manufacturer narrative:
H2: additional information was received. Additional information was added to b5 and the initial reporter's last name was added in section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the likely cause may have been that the customer had gotten ¿lost¿ in the software and entered the instruments screen where there is no button ¿plan¿ button present.

Manufacturer narrative:
Other relevant device(s) are: software: sw app 9735762, stealth s8 app, software version: (B)(4). No device evaluation has been performed at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that before a case, during set-up, the software became unresponsive while switching from the instrument screen to the plan screen. A reboot of the system resolved the issue. No patient was present at the time of the event.

Manufacturer narrative:
Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. No resource alerts were observed. Workflow manager appears to be operating normally. Instruments and plan tasks appear to be operating normally. From the instruments subcontroller log it did not appear that 5 or so tool cards were defined. There is not enough information available to determine the root cause or suggest possible causes. (B)(4). If information is provided in the future, a supplemental report will be issued.